Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation as well as the manufactured date of the subject device, it is believed that age deterioration caused the reported event to occur. A long period of repeated use likely fatigued sections of the igniter board, eventually causing the main lamp to not come on. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 31aug2021 noting that this event did not occur during a procedure.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A faulty igniter was discovered and causing the main lamp to fail. Additionally, high intensity mode was not working due to a worn out scope socket and slider switch. The main power switch was up to date and the fan was running fine. The non-olympus lamp life meter was reading below 50 hours, with a light output measuring within range. However, it is recommended that the customer replace the lamp with an olympus xenon lamp for optimal performance. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the visera elite xenon light source's main bulb failed and the spare bulb was being used. According to the initial reporter, an attempt was made to replace it, but was unsuccessful. The light is now too dim to use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.